Manufacturer narrative:
Updated block: h6. The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) performed mechanical, electrical and visual testing and could not duplicate the reported complaint. He replaced the roller pump display and display to pump board cable. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the arterial roller pump head screen went black. It still functioned otherwise, and the flow still appeared and could be controlled on the central control monitor (ccm). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.